Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did identify any similar incidents from the reported lot. All available information was investigated and a cause for the unintended clip movement (clip open ¿ locked) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report the clip opened after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. The clip was placed in a2/p2 and mr reduced to 1-2. However, upon deployment, the clip opened to 45 degrees and mr increased to 2+. The clip remained stable, no additional clips were implanted. Mr was reduced to 2+ and post procedure mean pressure gradient was 4mmhg. The patient tolerated the procedure well, there were no adverse patient effects and no clinically significant delay during the procedure. The patient was discharged home the following day in satisfactory and stable condition. No additional information was provided.